Event description:
Repair request initiated and escalated to complaint for device with a report of detached foot. No pt impact was reported. No add'l info was available on f/u.

Manufacturer narrative:
Comments: report confirmed on eval. No add'l info was available on f/u. The user manual states "the attachment should not be used if any part of the attachment appears to be bent, loose, missing, or damaged. Excessive pressure or improper handling, such as bending or prying, of the attachment or dissecting tool may cause injury to the pt, operator and/or operating room staff."